Event description:
I am a male. I have always been in excellent health with the exception of a left inguinal hernia. In 2000, I had left inguinal herniorrhaphy utilizing bard mesh plug technique. At that time, dr implanted a bard mesh perfix plug, large, monofilament knitted polypropylene - size: large plug, ref 0112770, lot 43cjd104- to repair the herniation. About one month following this surgery, I began to experience pain exactly at the plug site. The pain gradually grew to an intensity of my feeling as if I were being stabbed with an ice pick. In follow-up consultation dr could not explain the cause of the pain. After a year, the pain was chronic and growing severe. In 2002, I collapsed/fainted from the pain and had to be rushed to a hospital with intestinal bleeding. After four days and with no further bleeding, I was discharged. In 2003, dr conducted exploratory surgery at the bard mesh perfix plug site. He removed adhesions that had developed around the plug and sutured two very small openings in the wall near the plug. He decided to keep the plug in place because it appeared to be performing satisfactorily. In follow-up consultation dr could not explain what had caused the adhesions. Within one month following surgery, I began to experience pain exactly at the plug site. The pain grew in intensity - like a stabbing ice pick - and became chronic. It was limiting my ability to walk and climb. Upon my request, dr attempted to conduct an exploratory surgery in 2005. On that occasion, he observed a substantial "mess" at the site, and decided to remove the plug and its mesh. The surgery was lengthy. Within two weeks following that surgery, I developed pain in the surgery site area. This pain is chronic and not as severe as the prior pain. Upon consultation, dr informed me that the area has been traumatized by three surgeries and that there is not much he can now do to relieve any pain. He also informed me that he stopped implanting the bard mesh perfix plug in 2003. Other surgeons have sent their patients to him for plug removal surgeries. I now think that the plug did permanent nerve damage resulting in debilitating chronic pain. My capacity to enjoy employment, family life and even intimacy is forever diminished, unless I want to get hooked on powerful pain killer, something I refuse to do.